Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer sates they have received threshold suspend, but their readings were actually 244mg/dl. The customer states the pump was reading over 400mg/dl. The customer states they had received calibration errors. Troubleshoot was conducted and the customer was advised the sensors were expired. The customer declined to troubleshoot.